Event description:
It was reported by the initial reporter that the co2 tank holder that is attached to the boom siderail is broken. There were no patient involved, and no adverse consequences as a result of this malfunction.

Manufacturer narrative:
There was no patient involved, thus no patient data exists. The serial number for this device is not known at this time. Further attempts will be made to obtain this information. There is no expiration date established for this device. Initial reporter occupation unknown at this time. Further attempts will be made to obtain this information. Original device was not evaluated, however, similar devices were evaluated and is documented within CAPA (B)(4). Device manufacture date is unknown at this point. Further attempts will be made for this information. Evaluation summary: similar devices were evaluated as part of CAPA (B)(4), and it was identified that the cause of the tank falling was that the screws used were not of the correct length. There is a potential for the co2 canister to fall, however, there were no adverse consequences as a result of this failure. This is not a single-use device.